Event description:
The managing physiatrist felt the patient had never received therapeutic effect from the pump since the initial implant in (B)(6) 2012. X-rays showed the catheter had migrated out of the intrathecal space. The catheter was replaced. The patient status was reported as "no injury". The device system was delivering gablofen.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found an indent in the seal of the sutureless connector. The indent was sufficient to cause an occlusion.